Manufacturer narrative:
The complaint allegation that the device is rusted is confirmed. One unpackaged ar-13250 fibertape cutter batch number: 67856 was received for evaluation. Visual inspection noted the device had wear and tear, the laser markings were almost completely faded, and there was discoloration observed near the suture cutter tip and throughout the device. Functional testing was performed by loading the ar-13250 fibertape cutter with a suture and attempting to cut it. The device was found to cut as intended. The complaint allegation that the ar-13250 fibertape cutter did not cut is not confirmed. The most likely cause for the reported failure of the device being rusted can be attributed to wear and tear.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 05/13/2024, a distributor reported via (B)(4) that an ar-13250 fibertape cutter was rusted and did not cut. This occurred during a case and had no effect on the patient.